Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had ascites and peripheral edema and was admitted to the clinic for right heart failure. The patient was administered diuretics.

Manufacturer narrative:
Section d4: model and catalog numbers corrected. Section e1: reporter contact information was not available. Section g2; report sources corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. It was reported that the patient was admitted for right heart failure with symptoms of ascites and peripheral edema. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). Of note, the patient continued experiencing heart failure symptoms and worsening aortic regurgitation on 13mar2025 (MFR # 2916596-2025-01861). The relevant sections of the device history records for mlp-019633 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the patient had a history of rhf prior to implant and no worsening of the right heart failure was observed. A right heart catheterization and the patient was diagnosed with rhf due to aortic valve regurgitation. The patient would undergo continued diuretic therapy and aortic valve surgery was planned.